Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, while working on the tissue, during the stapling phase for the jejuno-jejunal anastomosis the reload was enable to fire. The surgeon was able to press the green button but could not squeeze the handle. The device did not fire. The incision was extended by 3 cm due to product problem. The surgeon replaced the reload to complete the case.